Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the keypad was found to be fully intact. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the keypad contacts. The pump was opened and the keypad flex found to be fully seated. There was no evidence of moisture found inside the pump. The complaint of under and over-responsive keypad buttons was not duplicated. There was no defect found during investigation.

Event description:
On 07/10/2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were both under-responsive and over-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.